Manufacturer narrative:
Product was returned and evaluated. Visual findings observed the cord was bent at the top of the sensor. Despite this observation, the sensor maintained full functionality throughout testing and exhibited no performance degradation. Evaluation found that the unit met specification and passed all functional testing. Both sensors functioned as intended and were consistently recognized by the unit. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. Never jerk or pull on the cord to remove the sensor cord plug. Doing so will damage cord wires of fall monitor. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported sensor is not working properly. Patient was up in the chair with chair alarm hooked up and working. No patient incident or injury was reported.